Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of atrial septal defect is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported atrial perforation could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced in is being filed under a separate medwatch report.

Event description:
This is filed to report atrial perforation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted. The second clip delivery system (cds) was advanced into the left atrium; however, the clip became caught in the chordae. Troubleshooting was performed, but the clip could not be freed; therefore, the clip was deployed in the chordae. As the second clip was deployed near the first clip, no further clips were attempted. The cds and steerable guide catheter (sgc) were removed, and a left to right shunt was observed. The atrial perforation was successfully closed with a amplatzer closure device. Two clips were implanted, reducing mr to less than 1. There was no clinically significant delay in the procedure. No additional information was provided.